Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d224trk ICD, implanted: (B)(6) 2012; 1103 hvad pump, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead was sensing the atrium and was found to be dislodged on chest x-rays. The lead was capped. No patient complications have been reported as a result of this event.